Event description:
It was reported that patient underwent an ankle procedure utilizing a connecting bolt on (B)(6) 2011. During the procedure, it was discovered that the connecting bolt fractured after the target device was disassembled from the implanted ankle nail. The fractured piece of the bolt was not removed and is retained by the patient.

Manufacturer narrative:
Evaluation of the returned device found few wear marks on the exterior surface. The threads appear unworn and undamaged except for the fracture. The fracture appears to be the result of a bending overload applied to the threaded section. (B)(4).